Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, as the harvester was taking the vein, a white thread-like material was found in the leg. It was reportedly believed it came off of the hemopro device. The piece was retrieved through the original incision with no other patient effects reported. A new kit was used to complete the procedure. The product will not be returning.